Event description:
Letter from attorney alleges that pt's pump malfunctioned causing medical complications for the pt. The pt later died, but it is not known what relationship this event may have to the alleged malfunction of the device.